Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that male ll adaptor had foreign matter. The following information was provided by the initial reporter: material no: 1001-062-004 , batch no: 11761811. It was reported that there is debris found on the sealing surface of the male tapered cone portion of the luer.

Manufacturer narrative:
H.6. Investigation: DHR was performed. No qn¿s were found during the manufacturing of the lot reported in this complaint. 5 samples of 1001-062-004 (male ll adaptor) model was received, with ¿particle¿ found failure mode. The samples were reviewed, and during visual inspection it was observed a cracks and contamination confirming the reported failure mode. Since the reported model is supplier related, a manufacturing information was requested, the supplier conducted a DHR review and no issues were found during the manufacturing of the reported lot regarding to contamination or possible damage in the component and it was manufactured according with supplier internal procedure, since the mold was transferred and no issues were found during manufacturing, therefore, the root cause could not be determinate.

Event description:
It was reported that male ll adaptor had foreign matter. The following information was provided by the initial reporter: material no: 1001-062-004 batch no: 11761811. It was reported that there is debris found on the sealing surface of the male tapered cone portion of the luer.